Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter, and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Caller was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 consecutive minutes and issue was resolved.